Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. The reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Initially, the customer reported a defect with the admin port. The visual inspection and functional testing identified the reported condition as a large leak on the back side of the bag as soon as the bag was partially filled. Magnified inspection of the leak location identified a large gouge created by a sharp object on the back side of the bag. A leak of this magnitude and location would have been obvious if present during filling. Additionally, the manual port had been used and the spike port appeared to have been correctly attached to the cap, and that the cap had detached as expected. As manual additions are made after bag filling, it is unlikely these would have been made if a large leak was present. Based on the evaluation findings and the report from the customer indicating the event occurred prior to patient administration, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was initially reported that an issue with the administration port of a tpn bag was observed. The customer later reported on unspecified leak, with no further clarification available. The issue was discovered prior to patient administration. This report documents no patient injury or adverse events. During evaluation of the returned sample, a leak was discovered on the back side of the bag. No additional information is available.